Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
A consumer had essure implanted. Immediately after placement, she started having severe abdominal pain. This happened for 3/4 months sporadically. During hysterosalpingogram, the right coil was not found in the tube, but in the uterus. The left coil was partially in the tube, but a piece had broken off and there was a small fragment in the uterus. She had laparoscopic surgery which located the right coil on the top left side of the uterus attached to uterine wall. She had a tubal ligation at the same time. The left coil was left in place in the tube. In 2011, she had severe bloating, pelvic pain, pelvic pressure, pelvic inflammation, large menstrual clots, heavy periods, extreme fatigue, migraines, mid- section weight gain, inflammation, painful intercourse, extreme, sharp, stabbing pains on the sides of her abdomen. The left coil had migrated to the right side of abdomen. She also had a small fragment still on the left side near the bladder. Laparoscopy and left salpingectomy performed due to pelvic pain. The left fallopian tube was removed. During surgery, the coil was located attached to the appendix. It was removed. The small fragment on the left was found piercing the uterus.